Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. During a procedure on an sfa occlusion, that was pre-dilated with an 8x80 balloon, the protege everflex stent shaft separated upon the retrieval of delivery system after it was deployed. The protege everflex stent delivery system was not re-sheathed during retrieval and the physician was able to grab the distal shaft with a snare. No injury to the patient reported.